Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had suffered a pneumothorax through a vein puncture, but the patient was doing well. This right ventricular (rv) lead had dislodged during the implant procedure, and upon attempting to reposition the lead the helix broke, thus the lead was replaced with a competitor lead. The lead will be returned. Adverse patient effects were reported but not specified.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. After removing the dried body fluid/tissue, the helix mechanism was fully functional. Subsequent electrical and mechanical testing did not identify any device abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.